Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 229047 analyzer; product ID 2067l rf head. (B)(4).

Event description:
It was reported that the programmer showed "large artifacts" when in an analyzer session. Of note, the caller also mentioned that the programmer had "several issues." It was further reported incurable artifact noted on all channels during analyzer use rendering this unit useless. It was also noted a screen hinge is broken and power cable door is missing. The programmer and analyzer were returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed artifact due to loose ECG (electrocardiogram) connector on a printed circuit board assembly. Analysis also found the hinge plate was missing screws, the display screen dropped due to the lower left and lower right hinges, the power cord door was missing, and the system fan was noisy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.